Event description:
It was reported that the customer was hospitalized due to hypoglycemia and admitted for observation. There was no specific blood glucose value reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.